Manufacturer narrative:
A wallflex enteral duodenal delivery system was returned for analysis. Visual evaluation of the returned device found the device was received fully deployed, without the stent. The distal end of the inner shaft was kinked and detached with the distal most end of the inner shaft including the tip not returned. No other issues were identified during the product analysis. The damages noted to the device were consistent with the application of excessive force during usage. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 than a wallflex duodenal stent was to be used during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician began deploying the stent but the stent could not be completely deployed. The extremity of the guide catheter detached and prevented the full stent deployment. The partially deployed stent was removed from the patient, the procedure was prolonged due to withdrawal of the partially deployed stent and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of stent partially deployed. (B)(4) relates to (B)(4) for the reported event of distal end of sheath broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 13, 2017 than a wallflex duodenal stent was to be used during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician began deploying the stent but the stent could not be completely deployed. The extremity of the guide catheter detached and prevented the full stent deployment. The partially deployed stent was removed from the patient, the procedure was prolonged due to withdrawal of the partially deployed stent and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event.